Event description:
It was reported that during a gyn procedure, there was a co2 leak noted with and without an instrument in the trocar. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Primary packaging only was returned with no device to analyze. The device was not returned for analysis. Primary packaging only was returned. The device could not be analyzed for insufflation issues. It could not be determine what may have cause the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gyn procedure, there was a co2 leak noted with and without an instrument in the trocar. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Unknown. Was a device inserted in the trocar during the leaking? Yes and no. Was any torque being applied to the trocar or device? Unknown.